Manufacturer narrative:
Bordes, b., martin, d., schloss, b., beebe, a., samora, w., klamar, j., stukus, d., and tobias, j.d. (2016). Intraoperative anaphylactic reaction: is it the floseal? J pediatr pharmacol ther, 21(4), 358¿365. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A pediatric surgical patient experienced an anaphylactic reaction related to floseal. The event was further described as during a posterior spinal fusion, floseal was administered at the site of the pedicle screws. The patient had developed hypotension and ventilation difficulties. The patient was treated with albuterol mdi (dose and route were not reported) and intravenous epinephrine boluses (10mcg). Ventilation improved immediately with epinephrine boluses; however, there was only marginal improvement in blood pressure. Calcium chloride (dose, route, and frequency were not reported) was administered and an epinephrine infusion started at 0.04 mcg/kg/min. The procedure was aborted, the surgical instrumentation was removed, the incision was closed, and the patient turned to the supine position. The patient was transferred to the pediatric intensive care unit with an ongoing epinephrine infusion. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.